Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested but was not available. The sheath was discarded at the facility and is not available for investigation. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result reportedly, the access vessel diameter was from 6.8-8.4mm according to the IFU the minimum 22 fr sheath ID is 7.3mm and od is 8.2mm.

Event description:
The following information was reported to gore: on (B)(6) 2021 this patient underwent endovascular treatment for a descending thoracic aortic aneurysm using a gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. The sheath was inserted from left side. After the device was implanted, a limited dissection in the left external iliac artery was suspected by access angiography. A bare metal stent was implanted to cover the dissection as a precautionary treatment. The patient tolerated the procedure. Reportedly, the access vessel condition was poor and appeared to be dissected originally, so it is unclear whether the sheath caused the dissection or not.